Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that minute ventilation signal oversensing was recorded in the right atrial (ra) lead, connected to this cardiac resynchronization therapy defibrillator (crt-d). An inappropriate atrial tachy response (atr) was stored and 1 impedance spike was observed. The pacing impedance jump went from approximately 450 ohms to approximately 900 ohms and the impedance trend was still within normal limits. Pacemaker mediated tachycardia (pmt) also observed to have occurred on the same day. The respiratory response trend was disabled and the post-ventricular atrial refractory period (pvarp) was extended. No adverse patient effects were reported.